Manufacturer narrative:
On (B)(6) 2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was (B)(6) 2019. The due date for the report was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/1/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: rupture and capsular contracture on 5/16/2019, during analysis of the sample some creases were found on the anterior and posterior view, a rupture were also observed on the posterior view, measuring approximately 2.3 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 5892349, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 300 cc and experienced bilateral capsular contracture baker grade IV and bilateral rupture. As a result, the patient had undergone removal and replacement with mentor gel device on (B)(6) 2019. This medwatch is for the left breast implant.